Event description:
Precedex IV drip initiated at 0.2 mcg/kg/hr at 2210 on (B)(6) 2016. Infusion pump set up to administer drug at 3.99 cc/hr. At approximately 2255 on (B)(6) 2016 pump began beeping "air in line," entire contents of 50ml bag had been infused, although pump set up correctly. Precedex infused too fast. Upon inspection found door was broken. Unit removed from service. Settings witnessed by 3 rns. Patient's vitals stable, md notified at 2300 on (B)(6) 2016, pump and channel removed and set for work order. Patient remained in critical care unit, closely monitored follow up with md as necessary. Work order attached to pump; taken to central sterilization (cs).